Event description:
The manufacturer received information alleging a ventilator stopped working. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code and a "service required" code were found in the ventilator's downloaded error log. The device had evidence of physical damage due to being dropped by the customer. The device's system board and interface board were replaced to address the issues.